Manufacturer narrative:
Concomitant medical products: product ID: 694758, product type: lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in regarding their implantable cardioverter defibrillator (ICD) and potential electromagnetic interference (emi). The patient stated they were putting up the pool alarm, and as they were holding it up, they had the weirdest taste in their mouth and tingling in their hands. The patient inquired if the pool alarm interfered with their ICD and wanted confirmation that the device was not effected. The patient was referred to contact their physician. The device remains in use. No patient complications have been reported as a result of this event.